Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient was in the elevator of the hospital, where he received a shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) device. The patient proceeded to walk to the emergency room where a rapid tachycardia event of 200-220bpm was documented, a further shock treatment was seen by the physicians. As the tachycardiac episode continued, an external conversation was performed at 100j. During a follow up in the clinic the physician noted there is no ECG recorded at the time of the episode, and there is only 1 shock in the memory. It was requested to have technical service consultant to review the device data. Ts noted, the very long duration of the episode could have been limiting the s-ECG storage availability. Ts escalated to engineers to review. New information was received after engineers review of device data. The device delivered 2 inappropriate shocks in 2 different episodes. However, the last shock is not available because there was a close interrogation from programmer to device and device was not able to store the episode in memory. After the delivered shock (visible s-ECG in treated episode 002), another shock was delivered (~an hour and 42 minutes later) in a separate episode. This episode was not written to memory as a prm interrogation occurred shortly after. Prm interrogations abort episode saving, this is a known feature to the emblem system. The patient underwent an ablation procedure due to chronic atrial flutter. The patient remains in the hospital. A technical service (ts) consultant provided programming recommendations. The device remains implanted.